Manufacturer narrative:
The insulin pump was received unit with blank display; problem was isolated to mother board. The insulin pump was unable to test for button error alarm due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons will not respond to pressing. Customer's blood glucose was 20 mmol/l. Customer does not speak english but the issue happened 1 month ago. Customer has reverted to a loaner pump and will be sent a replacement.